Event description:
It was reported that the user¿s ilet fell to the floor while charging, resulting in a cracked screen and interruption of therapy; the user¿s blood glucose was 250 mg/dl and transitioned to backup therapy with subcutaneous insulin via pen. Investigation included complaint handling and device replacement logistics. Investigation of this case revealed physical damage to the device display consistent with accidental impact. It was concluded that, based on previously established findings for similar reports, the event was attributable to device damage from dropping, not a malfunction of device performance. Symptoms included hyperglycemia. No patient injury that resulted from the cracked screen was reported. Outcomes included temporary interruption of device therapy and the need for a replacement device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.